Event description:
The customer received questionable results for multiple assays for approximately 140 patient samples. Of the data provided, only the magnesium (mg) and/or urea (bun) results for 43 patient samples were discrepant. The initial results were reported outside the laboratory. The repeat results from another analyzer were believed to be correct. One patient had medication stopped due to a high bun result and was given lasix. The customer could not provide any further information about the patient. No other adverse events were reported. The reagent lot numbers and expiration dates were requested, but were not provided. The field service found a piece of plastic contamination which plugged the end of r2 reagent nozzle causing inconsistent r2 reagent delivery into the cells and affecting proper sample reaction. He replaced the reagent nozzle probe, checked all reagent packs for abnormal piercings and checked the reagent probe alignment and piercer alignment. He determined all checks were within specification, verified precision of analyzer and the customer ran controls within specifications.

Manufacturer narrative:
Using ir-spectroscopy, the investigation found the piece of plastic contamination was identical to the material of the screw caps of the reagent cassette. It was assumed the reagent probe hit the cap of a reagent cassette.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.